Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed, but not duplicated, and was found to be due to the air base being too high. The air in line printed circuit board was recalibrated and verified to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During review of the event history it was determined that a failure code 810:11 occurred during delivery causing an interruption of delivery on (B)(6) 2011. There was no report of patient involvement, injury, or medical intervention. This device utilizes user interface module master software version 6.13.90 categorized as remediated.